Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files showed the system operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flow alarms with increased pulsatility index (pi). Log files confirmed numerous low flow events on (B)(6) 2025 that occurred when pi was elevated. The low flow alarms were related to hypovolemia in the context of a gastrointestinal bleed. The low flow alarms resolved following a blood transfusion. The patient was very dizzy and had low blood pressure during the low flows. The gastrointestinal bleed was confirmed and identified using a scope. The bleeding resolved and no additional treatment was required following the blood transfusion.